Manufacturer narrative:
Further information was requested but not yet received.

Event description:
It was reported that a patient presented remotely via merlin. Net, the pacemaker (pm) exhibited cross talk over sensing observed on the freeze capture. No intervention or procedure were reported. No patient condition was reported.